Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the left ventricular (lv) lead was bent at the mid-section and trace of dry blood in lumen was noted. The wire insertion test was performed and the guide wire was able to remove from the lead with resistance due to bent and dried blood in the lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted. Additional information indicated that blood was all over the stylet and got stuck in the lead. This lv lead was never in service. No adverse patient effects were reported.